Event description:
It was reported by service report that the cot was leaking hydraulic fluid. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ram (in hydraulic sub assembly).